Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with the afapro28 balloon catheter with lot number 13214 without any issue on the date of the event. In conclusion, the stroke occurred following the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient was unsuccessfully attempted to be extubated and required immediate reintubation. Later, it was determined the patient had a stroke. As of the time of this report, the patient was still intubated and hospitalized. No further patient complications have been reported as a result of this event.